Event description:
On (B)(6)2023, additional information was received from the manufacturer representative (rep). They reported the healthcare profess ional (hcp) opened up the spinal incision (on (B)(6)2023) to try to suture over spinal leak, but the patient was still not doing well. The physician planned to send to another physician for a dural repair. On (B)(6)2023, additional information was received from the manufacturer representative (rep). The cause and relatedness of the spi nal leak was requested. The rep reported the cause of the spinal leak was unknown, but believed to be related to the repositioning of the catheter.

Manufacturer narrative:
Concomitant medical products: product ID 8709sc lot# serial# (B)(6)implanted: (B)(6)2011 product type catheter medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep) receiving intrathecal morphine 10 mg/ml at 4.498 mg and b upivacaine (unknown) via an implanted pump for spinal pain. The patient reported they were having a catheter/pump replacement due to decrease in therapy results. It was also further reported by the company representative (rep) more information about the catheter and pump explant. The spinal portion of the 8709 was explanted (2023-08-18) because it was not in the correct location. The pump segment remains implanted. It was further reported that the rep was unaware of any symptoms. The healthcare provider (hcp) only noticed me that the catheter was in the wrong spot (anterior) and needed moved posterior. The catheter was revised with 8598a. It was unknown if any diagnostics/troubleshooting were performed. The issue was resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight and medical history were asked but made unknown.

Event description:
Additional information was received from the manufacturer representative (rep). It was reported that the pump was replaced to keep the patient from having another surgery to get the pump replaced in a few years.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 8709sc, serial# (B)(6), product type catheter. Section d information references the main component of the system. Other relevant device(s) are: product ID: 8709sc, serial/lot #: (B)(6), ubd: 13-dec-2012, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient via a company representative (rep) receiving intrathecal morphine 10 mg/ml at 4.498 mg and b upivacaine (unknown) via an implanted pump for spinal pain. The patient reported that they were having a catheter/pump replacement due to decrease in therapy results. It was also further reported by the company representative (rep) more information about the catheter and pump explant. The spinal portion of the 8709 was explanted ((B)(6) 2023) because it was not in the correct location. The pump segment remains implanted. It was further reported that the rep was unaware of any symptoms. The healthcare provider (hcp) only noticed me that the catheter was in the wrong spot (anterior) and needed moved posterior. The catheter was revised with 8598a. It was unknown if any diagnostics/troubleshooting were performed. The issue has yet to be resolved at the time of this report with the patient's status being "alive-no injury". Patient's weight and medical history were asked but made unknown.